Event description:
A valiant navion stent graft was implanted during the endovascular treatment of an aortic aneurysm. It was reported on an unknown date, follow up imaging identified an expanding abdominal aortic aneurysm with suspected occult type iii endoleak and impending loss of seal in the right iliac limb. Approximately 12 months post index procedure ultrasound guided needle placement right femoral artery, circumferential placement of endoanchors in the abdominal aortic endograft and placement of a right iliac limb extension was completed. It was reported approximately 12 months later the patient presented and was diagnosed with a r mca infarct and hospitalized. Treatment was given and the patient had a haemorrhagic conversion with ich, IV extension and sah. The patient was intubated but extubated for comfort care and the patient expired 2 days post hospitalisation. Per the physician the cause of the aneurysm expansion and type iii endoleak are undetermined. The cause of the stroke leading to death was not provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received : it was reported there was no type iii endoleak. The endoleak was undetermined but suspected to be a occult ia or type ii. It was confirmed the endurant limb was implanted as the aneurysm had expanded and the limb was used as treatment for a possible type ii endoleak. The physician confirmed the stroke leading to the patient death had no relation to the endurant, heli-fx endoanchors or valiant navion stent graft. It was confirmed the endurant limb and endoanchors resolved the unknown endoleak and there are no complaints against these devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.